Event description:
It was reported that the device was not pacing the patient, had no magnet response, was not sensing, and was unable to be interrogated. Additionally, the physician alleged premature battery depletion against the device. The device was explanted and replaced to resolve the event and the patient was in stable condition. The device is included in the zenex, assurity, endurity laser adhesion preparation field safety correction action issued on 20 july 2022, which applies to a subset of devices distributed and implanted outside of the united states.

Manufacturer narrative:
The reported events of loss of pacing, premature battery depletion, inability to interrogate, no magnet response, and inability to sense were confirmed. The device was received with no telemetry communication and no output. A visual inspection of the header attachment area detected an anomaly between the pre-molded header and titanium case. The device was cut open to enable further testing and the battery was found depleted. A feedthrough leak test was performed, indicating a device hermeticity breach. This is consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to internal electronics. The hybrid circuitry was tested by connecting to an external power source. Test results indicated elevated current drain, consistent with moisture damage, depleting the battery and resulting in the reported events. A manufacturing process anomaly may have occurred, which resulted in the header bonding anomaly. As a result of this finding, the device is included in the zenex, assurity, endurity laser adhesion preparation advisory issued by abbott on 20 july 2022 for a subset of devices distributed and implanted outside of the united states.